Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution.

Event description:
Related manufacturer reference number: 2017865-2023-93803 2017865-2023-93811. It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure at the second mapped location in the atrium, the atrial lp exhibited low pacing impedance but was successfully fixated. The right ventricular (rv) lp was inserted, and when retracting the protective sleeve on the delivery catheter at a target location, the rv lp moved forward unexpectedly. Contrast was shot to show cardiac perforation and effusion occurred in the right ventricle. The patient's blood pressure was noted to decrease, and a thoracotomy was performed to repair the injury successfully. Both the atrial lp and rv lp were removed and replaced with a transvenous dual chamber pacing system the patient was stable.

Manufacturer narrative:
The reported event of high impedance was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted the outer helix length was out of specifications consistent with procedural damage. Further analysis performed pacing impedance measurements which showed normal device characteristics without any anomalies contributing to reported event of high impedance. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. DHR reviewed and found to be complete. The product passed all quality control tests prior to its distribution.